Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a transvaginal sling procedure using a precision speedtac transvaginal anchor system, the patient unexpectedly moved as the surgeon was applying force to implant the anchor. As a result, the patient's labia and vaginal wall were ripped by the device. The physician reportedly repaired the tissue damage with suture (type and manufacturer unknown) and completed the procedure with this precision speedtac transvaginal anchor system with no further complications to the patient. The patient, who is over 18 years of age, was reportedly fine following the repair.